Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call for high blood glucose. Blood glucose was 400 mg/dl. Customer treated high blood glucose with bolus. Customer decline troubleshoot for high blood glucose. Customer reported change sensor alerts with different sensors. Customer did not receive a change sensor alert after a calibration not accepted. The insulin pump will not be returned for analysis.